Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12867. It was reported patient experience ineffective coverage of pain relief. Diagnostics indicated that the impedances were high, and x-rays addresses that the leads had migrated as well. To address this issue patient underwent surgical intervention wherein both leads were explanted and replaced with new ones. Post operatively patient had effective stimulation.